Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 20 mg/dl. The customer stated that he was fairly active that day and believed that an insulin reaction, too much insulin, or not enough carbohydrates may have been causes of the low blood glucose levels. The customer also mentioned sensor issues and receiving sensor error alerts, calibration error alerts and lost sensor alerts. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.